Event description:
The patient reported problems with charging the implant. The patient was seen by an advanced bionics representative for device evaluation. The problem was confirmed. The surgeon replaced the implant with another advanced bionics spinal cord stimulator.